Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was addressed with a correction bolus. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.